Event description:
A pulsar-18 stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in a mildly tortuous part of the mid-distal sfa. The right femoral artery was punctured to the left superficial femoral artery, and angiography showed a stenosis complicated with an occlusion. After gradual expansion of a balloon, the affected device was positioned and the stent was released. However, after the release the stent showed a shortened state, and the length of the stent was actually measured as 6 x 40 mm. After additional correspondence with the local staff, it was clarified that another stent was used to cover the full lesion.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, one photograph taken from the angiogram was reviewed. The photograph provided shows a deformed stent in the sfa. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity along the stent length is suggestive of a focal stent compression. However, the quality of the photograph is rather poor. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent length is performed. Based on the conducted investigations, no manufacturing related root cause was determined. The most probable root cause for the reported event is related to the handling during the procedure. Please note that, according to the pulsar-18 IFU, any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation.